Manufacturer narrative:
The baxter technician found the CPR valve needed to be replaced. Per the baxter service manual the totalcare bariatric bed and totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Test the CPR release for correct operation and reset of the head cylinder. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in jun 10, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the CPR valve to resolve the reported event. Based on this information, no further action is required.

Event description:
It was reported that total care frame (product code p1900q007265, serial number (B)(6), had CPR feature unable to lower the head section. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.